Event description:
Reporter indicated that the pt presented at a routine office visit with high lead impedance, output status ok. This indicates that the device is able to deliver the intended therapy. Follow-up revealed that the pt's "vns seems to come on whenever, and she has experienced a worsening in seizure activity recently." Physician's office reported that the problem was "not the seizures, but the erratic stimulation." X-rays were taken and reviewed by the physician who indicated that "everything looked ok." The pt underwent full vns therapy system replacement surgery. Pre-operative diagnostic tests yielded high lead impedance, output status ok. An implant and warranty registration card was received by the MFR indicating that the vns therapy system was replaced for lead discontinuity. Good faith attempts are being made to have the explanted products returned to the MFR for product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contributed to a death or serious injury.